Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Pump was found to be displaying "no disposable" alarm message when an administrate cassette is latched and a stop/start key button is pressed. Visual and functional testing were performed. Found user induced fluid ingression on pump by the chassis base of the downstream occlusion sensor which causes the reported issue. Actions/repairs were done to correct the reported issue: the downstream occlusion sensor was replaced.

Event description:
It was reported that a smiths medical pump was double beeping with cassette. No patient involvement.